Event description:
"Within an hour after the patient was sent to recovery a drop in her blood pressure was noticed. They decided to take her back to the operation room where an angiogram was performed. A small tear in her external iliac was noticed and a covered stent graft was placed over the location of the tear. A final angiogram was perform to confirm that the leak was sealed and the patient was then sent back to recovery." Patient outcome: "patient is doing fine and has been sent home."

Event description:
"Within an hour after the patient was sent to recovery a drop in her blood pressure was noticed. They decided to take her back to the operation room where an angiogram was performed. A small tear in her external iliac was noticed and a covered stent graft was placed over the location of the tear. A final angiogram was perform to confirm that the leak was sealed and the patient was then sent back to recovery." Patient outcome: "patient is doing fine and has been sent home."